Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed multiple pump errors. The customer¿s blood glucose level was 11mmol/ l at the time of the incident. The customer reported that they received power error detected, trace pointers are invalid, post-reset ram crc alarm and history pointers failed and he history pointers are corrupted error. The customer was guided on how to reset inner battery with regards to power error detected alarm. Post-reset ram crc alarm occurred during battery out and other pump errors can occur 3 times before pump was replaced. The pump passed selftest. As battery cap was broken customer was advised a replacement would be sent. The insulin pump will not be returned for analysis.